Event description:
It was reported during implant procedure that the set screw of the pacemaker could not be tightened. The pacemaker was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported complaint of loose or intermittent connection was not confirmed. Analysis found the user of the torque wrench made multiple incorrect insertions through the septum and into the setscrew inset. The incorrect wrench insertions punched-out numerous pieces of the septum that filled the setscrew inset and caused the torque wrench to slip around and cause stripping to the inset walls. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. Device is electrically normal above eri.